Event description:
Diagnostic lap- "at the end of the case, the surgeon was taking off the seal to let the air pout. One of the tabs on the cannula broke off and fell into the cannula and into the patient. They were able to get the piece out of the patient."patient status: "normal"

Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon inspection of the event unit, engineering confirmed a tab from the cannula had broken off. The exact cause of the breakage is unknown as the incident was unable to be replicated; however, the breakage could have been due to an error in the manufacturing process. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.